Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred on the device. There was no harm or injury reported. A philips representative assisted the operator on this issue. The customer allegedly informed the philips representative that the device was showing a ventilator inoperative, making the device inoperable. The customer stated that the device was "also delivering a loud noise when opening. The customer informed the philips representative that they had removed it from the plug, and it restarted. The customer did a "long press and when we opened its stays on this condition." The customer stated that they "changed the filter, checked the connections and sensor and all are completed. The customer alleges that it is an internal software error occurring on the device. A philips remote service engineer (rse) assisted the customer, who informed them that the device is either displaying a ventilator service required or ventilator inoperative error on the device. The device was not returned for service by the customer for further evaluation by philips. The cause could not be determined since the device was not returned for evaluation.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on the device. There was no harm or injury reported. A philips representative assisted the operator on this issue. The customer allegedly informed the philips representative that the device was showing a ventilator inoperative, making the device inoperable. The customer stated that the device was "also delivering a loud noise when opening. The customer informed the philips representative that they had removed it from the plug, and it restarted. The customer did a "long press and when we opened its stays on this condition." The customer stated that they "changed the filter, checked the connections and sensor and all are completed. The customer alleges that it is an internal software error occurring on the device. A philips remote service engineer (rse) assisted the customer, who informed them that the device is either displaying a ventilator service required or ventilator inoperative error on the device. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.